Manufacturer narrative:
The information was passed to the manufacturer. The investigation is in progress. Conclusions will be provided within the manufacturer's follow-up report 3007420694-2022-00185 once the investigation is completed.

Event description:
The complaint concerns citadel bed. The customer alleged that during a patient¿s code blue (secondary to hypoxia as per the customer) the bed could not be raised very high and therefore the staff had difficulties with securing an airway for approximately 10 minutes. The physician requested the bed to be raised, however it was not possible to do so. The physician was squatting trying to obtain an airway. The customer complained that it should be easy to raise the bed for procedures. The staff pointed out that due to this issue the code time was longer, there was a high risk for anoxic brain injury and the patient was longer without oxygen. On 18-oct-2022 arjo received a follow-up information stating that the patient ultimately passed away from anoxic brain injury. The contribution of the device malfunction to the outcome cannot be excluded. The evaluation of the bed performer after the event revealed that the bed was working according to the specification, no malfunction was identified.